Manufacturer narrative:
Evaluation summary: it was caused due to an excessive force applied on the cmos cable. In addition, we confirmed that the suction channel buckle; however, it is not related to the alleged complaint. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805. This report is being filed as part of the pentax backlog management plan.

Event description:
Led with malfunction. The leds begin to light up when the plug is connected to the processor. The light function on the processor is "off". This event occurred at the time of before use. There was no report of patient harm.